Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A worn connector was found and it was determined the video board was damaged, causing no image with olympus series 180 scopes.

Event description:
It was reported to olympus that when the video cable was plugged into the system an image will not appear on the screen. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the failure to display the endoscopic image was a malfunction of the op-amp circuit of the dr board. The likely cause of the failure worn connector, identified on device evaluation, was repeated use of the device causing a wearing away of the locking parts or pins of the scope connector, resulting in loose connection of the connector.